Event description:
It was reported that during a hemicolectomy procedure, the device locked on tissue on the fourth firing. The device only fired forward a little bit then stopped. The bowel had to be cut to remove the device. The reverse button did not work nor did the manual over ride. Another device was used to complete the procedure. No adverse consequences reported. It is unknown if the post op care of the patient was changed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. What color cartridge was being used? White what other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No the analysis found that one device was returned in good visual condition and with one ecr60w cartridge loaded on the device. The reload was received fully fired. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was opened. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manual override feature worked as intended. The knife reverse button performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.